Event description:
It was reported that Tandem Mobi pump generated cartridge alarm during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy and planned to contact healthcare provider, and Technical Support confirmed alarm, and arranged for pump replacement.

Manufacturer narrative:
In use at the time of the event:CGM model: UnknownMobile OS: Unknown / Unknown / Unknown.